Manufacturer narrative:
Additional information: a1. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6, d10, e1, e3, h2,h6 and h11. Correction: a1. B5: upon follow up, it was reported that the cause of peritonitis was unknown. The routes and frequency for the treatment was reported as follows: amikacin injection (once daily, intraperitoneal), heparin injection (once daily, intraperitoneal), vancomycin injection (intraperitoneal) and fortum injection (once daily, intraperitoneal). It was reported that the patient recovered from all the events (peritonitis, cloudy pd effluent and abdominal pain). The patient was discharged from the hospital on an unknown date. Extraneal was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. The patient was hospitalized due to cloudy fluid and abdomen pain. The patient was treated with amikacin injection (250mg/ unknown route and frequency, discontinued on an unknown date), fortum injection (1gram, unknown route and frequency, discontinued on an unknown date), heparin injection (1000 units, unknown route and frequency, discontinued on an unknown date) and vancomycin injection (2g/ one bag/ day). At the time of this report, the patient outcome was unknown. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.